Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was undergoing diagnosis, which was completed as planned by using the same system. The field service engineer (fse) inspected the system onsite and confirmed that the tube was floating, when moving cranially it also moved lao (left anterior oblique). A review of the system log file didn¿t directly confirm the reported problem. Upon functional testing, the fse identified that the frontal stand movement joystick was moving in more than 1 plane at a time without command. The fse determined that the joystick microswitch was defective. The part analysis of the control module was performed, and it determined an electronic defect in it. To resolve the issue, the fse replaced the tableside geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the tube was floating, when moving cranially it also moved lao (left anterior oblique). The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.